Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit on behalf of the sns that includes this safety syringe. The reporter did not provide product identification details. We have notified asprsnsopscell@cdc.gov and barda-rqaproductacceptance@hhs.gov for awareness. This submittal is in follow-up to concerns that the initial submittal on 21-dec-2021 was not packaged correctly and did not contain all of the necessary files. As a follow-up, this report is being submitted again.

Event description:
Walgreens pharmacy advised consumer went to walgreens to get his vaccine, and when they tried to administer it, the vaccine came out of the back end of the syringe, and nothing came out of the needle.

Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit on behalf of the sns that includes this safety syringe. The reporter did not provide product identification details. We have notified (B)(6) for awareness.

Event description:
(B)(6) pharmacy advised consumer went to (B)(6) to get his vaccine, and when they tried to administer it, the vaccine came out of the back end of the syringe, and nothing came out of the needle.